Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The insulin pump has cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and broken reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed button error. Customer does not know blood glucose level. Alarm and possible causes were explained to the customer. Customer reported she placed the device in her bra on (B)(6) 2014, when asked if she recalled any significant events that may caused the device to alarm. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.